Event description:
The patient underwent the coil embolization of the right the right posterior communicating artery (pcom) aneurysm. Immediately post procedure, the patient¿s condition had worsened. It was reported that the patient suffered an embolism with subsequent vasospasm and ischemia. Eight days post procedure, the patient expired. The cause of death was reportedly related to ischemia. No other information was provided.

Manufacturer narrative:
Conclusion: for anticipated procedural complication. The device remains implanted and was not available for analysis. From the information provided, there was no indication that the device was not used as in accordance with the labeling or that this caused or contributed to the reported event. Embolism, ischemia, vasospasm and death are known and anticipated complications to these types of procedures and are noted in the labeling. Therefore, it was determined that the reported event was an anticipated procedural complication.